Manufacturer narrative:
The serial number, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the temperature as recorded by the rectal temperature monitor (rtm) "was not elevating like it used to". There were no complications and the patient's condition was noted as "fine".